Manufacturer narrative:
Physio-control evaluated the device and observed that its operation would "lock up". Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found during testing. The device was reported to have locked up when it was powered on. There was no pt use associated with the reported event.